Event description:
Client reported tenderness and mild swelling on (B)(6) 2010, which was smoothed manually. No redness, no edema were present, no granulomas noted. Two weeks later she visited a physician she had seen for previous services and reported more swelling between the nasolabial fold and the upper lip line. This was thought to be a delayed allergic response to the hydrelle per rn at that office. Patient was initially injected on (B)(6) 2009. She returned on (B)(6), for post check up and was happy. On (B)(6), patient wanted a little more injected and 0.4cc was injected at that time above the vermillion border and in vertical lip lines. On (B)(6) 2010 patient returned and she thought product had moved. (B)(6) smoothed the area and she was fine - nothing visible. On (B)(6) 2010 patient returned. More swollen and patient missed work - no redness and very tender. Patient was given keflax antibiotics, 500 mg 3x per day for 10 days. Following week (B)(6) got a call from (B)(6), plastic surgeon in (B)(6) asking for information on this patient. (B)(6) has not seen her since then. Patient does have an auto immune disorder, crones disease and was on medication prior to injection but not at the time of injection. She also has penicillin allergies. On (B)(6) 2010, (B)(6) office: patient has come in 5 times for treatment, first time on (B)(6). Prior to that time a nodule in her upper left lip "bubbled up and burst open". On (B)(6) 2010 material oozed out of upper right lip, which did relieve pressure and pain. However, she still has nodules in the lips. As of (B)(6) she had two new nodules that were firm and the nodule on right is very tender. On (B)(6) 2010, she returned and hyaluronidase was injected after a skin test was performed. She has had hyaluronidase several times. She will be coming back in a couple of days. Follow up to see how patient is doing (B)(6).

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.